Manufacturer narrative:
A complete manufacturing and material records review for the perceval valve sn (B)(4), pertaining to the reported event, has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release since the device was not explanted, no further investigation can be performed at this time. Based on the case history reported it is not possible to draw a definite root cause for the event reported. However, based on the documents review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2019, a female patient received a pvs21 in aortic position. The procedure was performed in median sternotomy and a myectomy was also performed during the same surgery. On (B)(6) 2019 (postoperative day 2), a permanent pacemaker was implanted due to a new conduction disorder, specified as sinus bradycardia/sick sinus disease. The patient was discharged on (B)(6) 2019 with a good valve functionality.